Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the insertion tube bending section cover rubber was leaking, the biopsy channel was damaged, the light cover glasses were chipped, the light cover glasses adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was lifting, the up/down/left/right angle was not to specification, the up/down/left/right angulations had play, the distal end cap was worn, the control body air/water housing colored ring was worn, and the switch condition was worn. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an air/water leak. The issue was observed during routine maintenance and there was no patient or procedure involved with the event. The device was returned to olympus for a device evaluation and found the jet tube had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.